Event description:
It was reported that the device had a channel error. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer is requesting to send in an 8100 for repair due to a ch error. Technical support - logic board: 1. Customer would like to send in for repair. 2. Transferred to repair team for further assistance. A serial number was not provided therefore a review of the device history record cannot be performed. The device has not been returned to service; therefore customer¿s reported problem cannot be confirmed. H3 : no product returned.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device had a channel error. There was no patient involvement.